Event description:
While placing a cvc in the right subclavian, the guidewire came apart. Doctor tried to remove the guidewire out of soft tissue, this was unsuccessful. Patient was then prepped and an incision was made to remove the wire.